Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrodes. The area was described as itchy with no open sores. The patient's doctor provided an ointment for the irritation. During a follow up, the patient's son reported that the irritation was healing.